Event description:
Pt with very old (greater than 10 yr) breast implants with progressive pain over left implant. Required removal. At surgery, implant noted to have "complete rupture." Capsule noted to be "exuberant thickness and appearance". Serous fluid around capsule.